Manufacturer narrative:
This report is submitted on april 20, 2022. Device analysis report attached.

Event description:
Per the clinic, the device was electively explanted on (B)(6) 2022 and the patient was reimplanted with another cochlear device during the same surgery.